Manufacturer narrative:
Pump was received with blank display due to moisture damage electronic assembly. Unit was received with cracked battery tube threads and cracked case along the side of the battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the crack on the back and the front of the pump. The customer¿s blood glucose level was 12mmol/l at the time of the incident. Troubleshooting was performed. The product will be returned for analysis.